Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of unexplained high blood glucose of 400mg/dl. Troubleshooting found the drive support cap was normal and the high pressure test failed but then passed on the second attempt. The customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction. Troubleshooting also found that the displacement and the self test passed. The customer was advised to call back if further assistance is needed as it appears that the pump is operating as designed.